Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. The following sections have been updated: b1, b2, b5, d8, d10, h6. This report is related to MFR 3003637092-2024-00183. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was additionally reported that the tip cover fell off into the patient's duodenum and was recovered with forceps after completing the procedure. There was no prolongation of the procedure.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an unspecified procedure the duodenovideoscope distal end cover fell off and was immediately retrieved. The procedure was completed with a similar device. There was no harm or injury to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide correction to the initial with information inadvertently left out (g2) and to provide an update with information received (h11). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and since device maj-2315 was reported to have a crack, it is likely that using the inappropriate distal cover caused the event. However, the subject device was not returned, and the specific root cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use which state: ¿preparation and inspection¿ ¿inspection of accessories¿ ¿inspection of the single use distal cover (maj-2315)¿. Additional information received: it is unknown if anti-fogging agent is used. It is believed that pre-use inspections are preformed every time. However, the user is unsure if pre-use inspections were performed in this case. Olympus will continue to monitor field performance for this device.